Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported not able to test blood glucose due to errc 1 message on their freestyle flash meter. Customer reported experiencing symptoms of "stomach sickness." Customer was taken to the hospital where she was diagnosed with diabetic ketoacidosis. The course of treatment at the hospital is unknown.